Manufacturer narrative:
Additional information was received that approximately 9.5 months following the implant of this valve, the valve was explanted and replaced with a pericardial surgical aortic valve. It was reported that this valve, explanted from the ascending aorta, appeared normal, mildly adherent to the aortic wall as expected. The product has not been returned for analysis, however, the return is anticipated. Should the device be returned or additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information be received or the product be returned, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The provided information and the medtronic investigation revealed nothing to indicate a device quality deficiency that may have caused or contributed to this event. The leaflet distortion and stiffness noted during analysis were most likely due to impingement from the implant of the second transcatheter valve valve-in-valve. Host tissue overgrowth is a complex process triggered by interactions between the host and the device and is highly variable among patients. This finding is generally considered a patient-related condition. Paravalvular leak (pvl) in transcatheter valves can be due to variety of factors, including suboptimal valve positioning, patient anatomy, valve system malfunction, and/or suboptimal match between aortic valve size and the patient's annulus. In this case, it is likely that the reported pvl and valve migration incidents were related to suboptimal position during the initial implant of the valve, patient anatomy, and an off label attempt by the medical team to reposition the valve using a snare. Per the corevalve® IFU, "once deployment is complete, repositioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿

Event description:
Medtronic received information that two months following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted on the echocardiogram. The patient had symptomatic congestive heart failure (chf). 14 weeks post initial valve implant, an attempt was made to snare the first valve into a more favorable location, as it had moved in toward the left ventricle (lv) and was impinging on the anterior mitral leaflet opening. This attempt to move the valve was unsuccessful and the valve dislodged out of the targeted location. Consequently, a second valve was implanted. During deployment, the second valve was implanted at a depth of 2 mm but migrated to 12-14 mm. Both valves remain implanted. The possibility of treating the patient with a surgical valve at a later date was discussed. The patient will continue to be monitored. No further plans for reintervention were received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the leaflets were stiff but slightly flexible except where host tissue extended on the inflow and outflow. All leaflets were intact. All commissures were intact. Pannus covered the inflow struts, along the inflow skirt, to the inflow margin of attachment of all cusps, into all inferior coaptive areas and 1 to 4 mm onto the inflow reducing the inflow orifice area. Pannus on the outflow lined the outflow margin of attachment of all cusps, to all commissural areas, and covered the tops and extended slightly onto the free margin of all cusps. Remnants of pannus remained attached to the frame on the outflow and along the outside of the skirt. Radiography showed no evidence of mineralization in the valve and/or host tissue. Radiography showed no evidence of stent fractures. (B)(4).